Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 while using the device updater to update the pump. Reportedly, the contact had been trying to update the pump for an hour but continuously got a "check usb cable" message on the updater software. During troubleshooting with tandem technical support (cts), the contact unplugged the pump and plugged it back in; however, the update did not continue. The contact stated that the pump home screen was inaccessible and the screen on the pump was black. There was no information provided regarding the customer's blood glucose level. The contact confirmed that an alternate method of insulin delivery was available.